Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (damaged monitor cause and service code 204-belt/monitor unusable) has been confirmed. Upon investigation the monitor displayed an intermittent service code 204 (belt/monitor unusable).  As received, the belt receptacle was pulled from the monitor case and was loose from the j1001 connector on the computer / analog (ca) board creating an intermittent connection. The cause of the service code 204-belt/monitor unusable is the damaged receptacle.   The root cause of the damaged receptacle is excessive force placed at the receptacle.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient had a damaged monitor case and received a service code 204 - belt/monitor unusable.